Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 4mg/ml morphine at 2m per day," via an implantable infusion pump for chronic pain.  It was reported that the patient had a loss in therapeutic effect from the pump. It was also reported the pump had flipped in the pocket. A dye study was performed but was inconclusive and it was reported no change or increase in residual volumes was noticed at refills. It was reported the pump pocket was opened which revealed a very twisted portion of the catheter. It was noted the issue was resolved at the time of the report. It was reported that the patient had a section of the catheter replaced and also had the pump replaced. After the replacement the patient was getting good therapy. The patient status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep). It was reported that cause of the flipped pump was "twiddling" the pump in the pocket. The cause of the twisted catheter was also the same. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis found that there was no significant damage to the catheter, and that it was damaged during explant. Analysis found that there were no anomalies with the pump. If information is provided in the future, a supplemental report will be issued.